Manufacturer narrative:
The device was not returned for evaluation. The reported event was confirmed as manufacturing related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the drainage eyes were too small to allow proper drainage. The patient has mucus in his bladder and has to irrigate his bladder using the catheter. It was alleged that the patient had an infection that was treated with prescribed medication. The patient also reported that the catheters came in 2 different colors; blood red, more rigid; burnt orange, more flexible.